Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed compromised force sensory system and the insulin was squirting out during manual prime. The customer's blood glucose was unknown. Troubleshooting was performed and no damage was noted on the drive support cap. Customer was advised the device needed to be replace and customer agreed to return for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart error test, or verify the compromised force sensor system alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents, and passed the self test and off no power test. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.